Event description:
On (B)(6) 2018, reporters for the patient (the patient¿ nurse and husband) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultralink meter displayed inaccurately low results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation following reviews of the calls by senior ccas. The patient manages her diabetes with insulin pump therapy. The reporters thought the alleged inaccuracy issue started about a week prior to contacting lfs when the patient experienced an episode of ¿ketoacidosis¿. They alleged that at one point the meter was reading too low at 65 mg/dl and too high at 379 mg/dl. It was not established what treatment for ketoacidosis was received. However, the reporters indicated that at some point the emergency medical services (ems) were contacted and the patient received a result of ¿below 65 mg/dl¿ on the ems meter. (Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method). They reported that at that moment, the patient was ¿confused¿ and received treatment of instant glucose oral medication from the ems team. At the time of troubleshooting, the cca confirmed that the meter was set to the correct unit of measure. The reporters indicated that the patient had used an approved sample site to obtain the blood samples. They confirmed that the patient¿s test strips were within expiry date and had been stored correctly in an intact vial. They described the correct testing steps. The reporters did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Ketoacidosis. Although the patient¿s reported symptoms began prior to the reported results, the subject meter cannot be ruled out as a cause or contributor to the event. (The allegation of medical intervention for an acute low blood glucose result is also being reported as an adverse event under separate cover).